Event description:
Nose cone of the aorflex delivery device became dislodged within the aneurysm during procedure. Attempts to retrieve the detached portion were unsuccessful and following vascular surgery consultation, the nose cone was secured against the artery wall by add'l insertion of an endovascular extension and covered stent.